Event description:
On 09/07/2025 the user reported multiple occlusion alerts. Blood glucose rose to 350 mg/dl for > 90 minutes. After changing supplies, blood glucose normalized. No hospitalization or lasting effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.